Manufacturer narrative:
Review of the device history records was completed on january 8, 2020, for the following cvi consumable kit lots used during the event, acist single-use manifold kit, model bt2000, lot 04819f, and acist angiotouch hand controller kit, model at-p65, lot 15119e. This review confirmed that there were no quality issues or deviations during the manufacturing of these lots related to the reported event.

Event description:
During a left heart catheterization procedure using the acist angiographic injection system, model cvi, an air embolism was noted after injecting contrast into the left ventricle. The patient had received moderate sedation just prior to the event and the patient's condition was unresponsive during the event. The patient experienced atria/ventricle (av) block bradycardia following the air injection and a temporary pacemaker was inserted to treat the bradycardia. The patient also experienced rhythm/EKG disturbance due to advanced cardiac life support (acls), hypotension, and cardiac marker elevation.

Manufacturer narrative:
Acist single-use manifold kit, model bt2000, lot 04819f; acist angiotouch hand controller kit, model at-p65, lot 15119e. The acist angiographic injection system, model cvi, serial number (B)(4), was received at acist for evaluation on november 25, 2019. The injection system was functionally tested and met pre-established specifications. There was no evidence of a device malfunction related to the reported event. The acist consumable kits used during the event were not returned by the user facility; the lot numbers of two consumable kits were provided. The device history records have been requested for the following cvi consumable kit lots used during the event: acist single-use manifold kit, model bt2000, lot 04819f, and acist angiotouch hand controller kit, model at-p65, lot 15119e. Additional information has also been requested from the user facility as part of the investigation. The consumable device history records and any new information obtained from the user facility will be investigated upon receipt and a follow-up medwatch report to the FDA will be submitted upon completion of the investigation.

Event description:
The user facility reported that during a patient procedure, the acist angiographic injection system, model cvi, shut down in the middle of the procedure. The patient had an air embolism and was recovering.